Event description:
The handle is cracked on the grip impactor. This did event not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the root cause of the handle breakage is attributed to the long term effects of autoclaving and impacting. Corrective action was implemented to improve the reliability of the plastic handle.